Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure".

Event description:
During a procedure, the anchor did not hold. The procedure was completed with another anchor without delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was not evaluated and the reported event was not confirmed. No device or photos were received; therefore the condition of the component is unknown. The device history records were reviewed and no discrepancies were identified. Review of the complaint history determined that no further action is required. The root cause was unable to be determined.